Manufacturer narrative:
Health effects and evaluation codes: updated. Email is: regulatory.responses@icumed.com. No product or photos were returned therefore no device analysis could be completed. It is possible that the customer tried to insert guidewire directly into needle which is not correct per the instructions for use (IFU). Unfortunately, without the sample we are not able to determine true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Date of event: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the guide wire would not fit through the access needle with any possibility. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.